Event description:
Related manufacturer reference number: 2017865-2022-15221. Related manufacturer reference number: 2017865-2022-15222. Related manufacturer reference number: 2017865-2022-15223. It was reported that a patient presented to the emergency room (ER) with the skin of the device pocket appearing red, swollen, and experiencing discharge. The pacemaker, right atrial lead and right ventricular lead were explanted and replaced due to infection. While implanting the new system, the atrial lead was unable to be fixed in the atrium properly. The atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.